Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece was heating up and failed specification due to cap bearing failure and turbine needs replaced. The investigation has pointed out that the ball bearings of the device were nor working properly and that the rotor came into contact with the pushbutton-cover. Such a contact can only happen due to an unintended use of the device, while pressing the push-button during the operation.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.